Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon start up, the display shows instability in vertical synchronism. After a few minutes the issue no longer occurred and it was not possible to reproduce the issue. The fse checked the connections of the various monitor cables. No parts were replaced. All functional and safety checks were to meet factory specifications. The iabp unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that prior to patient use the cs300 intra-aortic balloon pump (iabp) was in need of a monitor repair. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1 (event site postal code: (B)(6)).